Event description:
Jelco protectiv safety I. V. Catheter radiopaque 24g x 3/4, an attempt was made to start an IV but catheter would not advance. Upon disengaging the catheter nurse noticed it was not intact. Pt was sent to ER for x-ray.